Event description:
Major pump unit(s) involved: blood pump (B)(4). Specific component(s) involved: pump drive unit malfunction. Additional text: pump housing. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.